Event description:
It was reported during a sigmoid resection the tl60 on the second firing, the first reload. The staples went into the tissue but the staples did not form. No b's were formed. A tl90 had already been used in the case, and the tl90 was reloaded and used to complete the case. The surgeon reloaded the device. The original reload and the second reload are both being returned. It is not known which reload is in question. There was no pt consequence.

Manufacturer narrative:
Tracking #.47328. Device-a. D5,6; h4: info not available, device not returned for analysis.